Event description:
It was reported that the device had developed a long charge time and interrogations have demonstrated inappropriate sensing of possibly the device and/or either transvene lead. The leads were capped and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had developed a long charge time and interrogations have demonstrated inappropriate sensing of possibly the device and/or either transvene lead. It was further reported that the device had battery depletion and that at removal of the device the leads were capped from the prior abdominal pocket while a new system was implanted in the patient's left chest. There was no clarification as to the alleged lead malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.